Event description:
It was reported patient presented at doctor's clinic on (B)(6) 2024 after hearing a squeaking sound from her tha. X rays and CT scan were obtained and it was noted that the head was eccentric in the cup and it was suspected that the poly liner has fractured or disassociated. Patient was revised on (B)(6) 2024, removal of liner and head and replacement with dual mobility liner. Acetabular cup reported as undamaged by dr albracht and remained implanted in the patient. No surgical delay. Physical therapy has been scheduled. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right hip.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient was presented at doctor's clinic on (B)(6)2024 after hearing a squeaking sound from her tha. Xrays and CT scan were obtained and it was noted that the head was eccentric in the cup and it was suspected that the poly liner has fractured or disassociated. Patient had been scheduled for a poly swap and head exchange pending clearance. The surgical delay was unknown. No device associated with this report was received for examination. However, based on the damage observed on the returned devices (liner and head), it is reasonable to confirm the reported condition. Although there is no specific root cause established for the disassociation, the reported allegation can be confirmed as the fracture on the anti-rotational mechanism of the altrx neut 36idx54od and the metal transfer observed on the delta cer head 12/14 36mm +5 are evidence that can be related to a dissociation condition between the altrx neut 36idx54od and unknown hip acetabular cup, as well as a possible audible condition caused by the contact of the delta cer head 12/14 36mm +5 with the concave surface of the cup device. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. The overall complaint was confirmed based on the visual examination of the involved implants. The unknown hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.